Event description:
A malfunction alarm was reported with a malfunction code of malf 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, but the issue persisted, leading to the decision to replace the pump. Customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on putting the pump into storage mode before returning it. Technical support arranged for a replacement pump and provided a pre-paid label for returning the faulty device.